Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that had to remove the dental implant 3 months after its installation in intraoral region 19#. The implant was removed in consequence of the abutment fracture, because the fractured portion got stuck into the implant. Moreover, the patient presented bone type iii and immediate load was performed.